Event description:
Heparin infusion started at 14ml/hr. In about 1 1/2 hours the whole infusion ran in (about 220ml). Protamine was given to the pt to counteract the effects of the heparin. Pt was stable after. Alaris tech did an on-site visit to investigate the devices. The pump tested within specifications. It was opened up and no anomalies found. The set tested without problems. The event log showed no programming errors or anything else to explain the amount of fluid delivered. Device was also sent to ecri for investigation. The results were the same, inconclusive. No root cause found for the overinfusion.